Manufacturer narrative:
A new right ventricular defibrillation lead was implanted. The abandoned lead was not returned to boston scientific for analysis; therefore, the root cause of this event can not be determined. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that this right ventricular defibrillation lead triggered a latitude red alert to be declared due to a high out of range pacing impedance measurement. Upon review, it was noted that there had been a steady rise in the pacing impedances up to 2,000 ohms. All other measurements were within normal limits. A revision procedure was performed; the lead was surgically abandoned and replaced with a competitor lead. No additional adverse patient effects were reported.